Event description:
It was reported that the battery compartment was cracked. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the bolus button was found to be unresponsive. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the bolus button was found to be unresponsive. Unrelated to the event the battery cap was found to be damaged. The keypad was found to be torn near the 'up' button. The 'up' 'down' and 'ok' buttons were found to be unresponsive and the 'down' arrow button was found to be stuck. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.